Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign - event occurred in united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that just prior to use but during surgery, the unit lost a screw and another did not ratchet. It is unknown if the unit was cutting properly, the ratchet handle was stuck and unable to perform the upward and downward motion. The mesher was working but the handle had to be turned around completely in a circle motion rather than using the ratchet. There was no patient impact. A delay of unknown time occurred while looking for another device. Another device was used to complete the procedure. Due diligence is in progress.